Event description:
According to the initial information received, a 14mm amplatzer septal occluder (aso) was implanted in 2003. Recently, it was found to have embolized. The aso was explanted on (B)(6) 2011. According to the physician who explanted it, the aso still had good shape memory, no solid mass was found within the device and the device was covered in fibrous tissue. The aso was percutaneously retrieved from the distal aorta.

Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. Also, the device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.